Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient saw a power on reset (por) code and their therapy stopped. The patient stated that they were in the shower when it occurred. The por was successfully cleared after troubleshooting. The patient was able to turn their therapy back on. The patient stated that when the therapy is not on it hurts a lot. The troubleshooting resolved the issues. No further complications were reported or anticipated.